Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: delivery catheter system, product ID d-evolutfx-2329, lot: 0012215981 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified a left bundle branch block. The subject was asymptomatic at time of diagnosis. Continuous telemetry for observation occurred. A dual chamber permanent pacemaker was implanted 2 days later. The event prolonged hospitalization. The physician indicated the event was possibly related to the delivery catheter system (dcs) and probably related to the valve and implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 d10 - this is no longer a system report. The section d information is for the primary device, which was in use with the following device no longer applies: delivery catheter system, product ID d-evolutfx-2329, lot: 0012215981 h6 - removed annex b18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that changed the physician¿s assessment. The event was not related to the implant procedure or the delivery catheter system (dcs).